Event description:
Per medwatch mw5170850 the customer reported "a six-month-old infant died during psg when a hidden freeze masked a drop in oxygen saturation." There was a patient death reported as a part of this complaint.

Manufacturer narrative:
Other, other text: device details for the radical-7 were omitted from the medwatch report, and the device has not been returned to masimo for investigation. As a result, the UDI, device serial number, and manufacture date are unknown. As the initial reporter requested to remain anonymous, masimo is unable to gather additional information from the reporter. Based on the information provided in the medwatch report, masimo does not believe that this is a problem with the radical-7 device and its hardware, but rather an issue with the use of an unvalidated diy rs-232 to usb cable used to stream spo2 values into the psg system. It was reported that during psg testing, the unvalidated cable experienced over 120 communication dropouts. When these dropouts occurred, the psg trace froze on the last value resulting in hidden desaturation events. Masimo has determined that the use of an unvalidated diy cable, combined with inappropriate device settings, improper system integration into the psg platform and a lack of investigation by the customer despite known and documented issues contributed to the reported event.